Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not identify the root causes of the reported phenomena. [Consideration]. Probable causes; all leds on the front panel of the subject device were continuously glowing from the facts obtained from the inspection of olympus india, it was found that this phenomenon was occurred due to the cm board failure. The cause of the cm board failure could not be presumed. The image was not displayed from the facts obtained from the inspection of olympus india, it was found that this phenomenon was occurred due to the zz board failure. The cause of the zz board failure could not be presumed. There was the corrosion inside the subject device from the facts obtained from the inspection of olympus india, the cause of the corrosion could not be presumed. It was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Date of manufacture of the subject device : april 2, 2019. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at olympus (B)(4). It was found the following malfunctions and findings; -all leds on the front panel of the subject device were continuously glowing (also no image) due to the cm board failure. -it was duplicated the reported phenomenon which there was no image of the subject device due to the zz board failure. -it was confirmed the reported phenomenon reported though the field service engineer which there was the corrosion inside the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed during the preparation for use. After a while, when the field service engineer of olympus (B)(4) went to check the subject device at the user facility, it was found that there was rust/corrosion inside the subject device. There was no report of patient injury associated with the event.